Event description:
It was reported that a revision surgery was performed in a that patient presented pain, possibly due to a baseplate loosening.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, the reported "possible loose" tibial baseplate was likely a contributing factor. The patient impact beyond the revision and expected post-surgical rehab cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.